Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Customer's blood glucose level was between 80 and 160mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.